Event description:
It was reported through the pmcf (post-market clinical follow-up) report, that the abbott rx trek coronary dilatation catheters (cdcs) that were used may be related to vessel dissection, arrhythmias including ventricular fibrillation, infection, unstable angina, myocardial ischemia. The report also found performance issues with the cdcs such as issues with delivery, inflation, deflation, and withdrawal. The cdcs were also used in chronic total occlusion (cto) lesions. Please see the pmcf report for additional details.

Manufacturer narrative:
Date of event ¿ estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided the device was not returned for evaluation. A review of the lot history record of the reported lot could not be conducted because the part and lot number was not provided. Reportedly, trek devices were used in chronic total occlusion (cto) lesions. It should be noted that the trek rx and mini trek rx coronary dilatation catheter instructions for use (IFU) states: the trek rx coronary dilatation catheters are indicated for: balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion. Balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction balloon dilatation of a stent after implantation. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional device issues listed in the report are captured under a separate medwatch report.